Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product. The pneumatics module was replaced as a preventive measure. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the during irrigation and aspiration mode ophthalmic console was froze. The surgery was completed with the replacement of another machine. There was no patient harm. Additional information has been requested. However, no response has been received to date.

Event description:
The physician reported that the during irrigation and aspiration mode ophthalmic console was froze. The surgery was completed with the replacement of another machine. Details of the procedure and any patient impact have not yet been provided. Additional information has been requested. However, no response has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).